Event description:
It was reported that the patient underwent a posterolateral fusion l1-s1 due to spondylolisthesis and stenosis. 8 ccs of rhbmp-2/acs were used. Estimated intraoperative blood loss was 600 ccs, or time was 197 min, hospital stay was 72 hrs. 46 months post-op, the patient underwent removal of l3-4 instrumentation and exploration of fusion mass; l2-3 laminectomy; partial medial facetectomy; l3 foraminotomy bilaterally with l1-2 and l2-3 fusion using posterior fixation, bmp, crm fajitas times two plus local bone. The patient returned to work 226 days post-op. The patient was last seen 8 months post-operatively; no additional complications were reported.

Manufacturer narrative:
Mastergraft granules, 10cc. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.